Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that low audio output occurred. The patient stated on (B)(6) 2019 he ate lunch and took his usual insulin, then around 1-1:30 pm he 'crashed' and passed out because he was not alerted by the receiver for a glucose level that was below his low threshold of 80 mg/dl. He does not know what the trend arrow was showing at the time or prior. Paramedics arrived and checked his blood glucose (bg) which was 50 mg/dl. They administered dextrose and he woke up and did not need to be taken to the hospital. He indicated that his device normally alerts him when his glucose goes below 80 mg/dl and that he usually does not pass out until his glucose is in the 30s mg/dl, but this time he had no alerts or warnings at all. His volume was set on soft, but he carries the receiver in his breast pocket and had always heard alerts in the past. When he saw his endocrinologist on (B)(6) 2019, she pulled up his reports and did not see any alerts for the event day. At the time of contact the patient was in good condition. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.